Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl, which he treated with candy. The customer reported that he had a change sensor alert. Troubleshooting was performed. Explained to the customer the possible causes and alert of the change sensor alert. The customer was advised to turn off sensor and start a new sensor. The customer declined to troubleshooting for the low blood glucose. The insulin pump and sensor were not returned for analysis.